Manufacturer narrative:
The device is in sorc for evaluation. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was not displayed with the error message e226 due to a cable failure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device inspection by olympus service operation repair center (sorc) confirmed followings; -there was an abnormality in the appearance of the video connector. -water leakage from the device was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported endoscopic image abnormality. Olympus medical systems corp. (Omsc) assumed that the reported event that the endoscopic image was not displayed was caused by the defect of the cable failure. This failure may have been caused by unexpected stress due to user handling. If significant additional information is received, this report will be supplemented.